Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). H3 other text: product not returned.

Event description:
The customer reported that the "machine gets on/off intermittently.". There was no patient impact or consequence reported.